Manufacturer narrative:
This report is filed may 16th, 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2013; during the same surgery the patient was re implanted with a new device.this report is filed april 29, 2014

Event description:
Per the clinic, the patient experienced poor sound quality and non-auditory percepts with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.